Manufacturer narrative:
Qn# (B)(4). The customer report of an extension line leak was confirmed by visual examination of the customer supplied photo. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed , and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. The IFU provided with this kit warns the user, "to lessen the risk of disconnects, only securely tightened luer-lock connections should be used with this device." Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the cvc luer-lock connection (brown one) broke after using 3 days, and caused leakage.